Event description:
This case involves the unintentional covering of the left renal artery. The trunk-ipsilateral component of a gore excluder aaa endoprothesis was carefully positioned at the level of the renal arteries and deployed without event. However, as reported, the dr had difficulty cannulating the contralateral gate, and after several unsuccessful attempts, ended up going up and over the flow divider, successfully deploying the contralateral leg component. Completion arteriogram showed the trunk-ipsilateral component covering the left renal orifice, although there was brisk flow in the left renal artery. A decision was made to stent the left renal artery via left brachial approach using a biliary sd stent. At completion, the renal arteries were patent bilaterally. The pt tolerated both procedures well, and there was no evidence of an endoleak.